Manufacturer narrative:
The explanted devices were not returned to bsn as they were kept by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was having difficulty charging the ipg. The patient underwent a revision procedure wherein the ipg and click anchors were replaced. Device malfunction was suspected. The patient was reportedly doing well postoperatively.